Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The premature deployment was unable to be confirmed as the stent was already deployed. It may be possible that the distal sheath was restricted or entrapped within the anatomy causing the stent to prematurely deploy due to built-up tension within the shaft lumens of the delivery system resulting in a spring like release of the stent. However, this could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a cause for the reported premature deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during deployment of the 7-10x30mm acculink stent delivery system (sds), the stent fully deployed when only 1/3 of the handle was pulled back. The stent fully deployed below the target lesion for 2-4mm. No other device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.